Manufacturer narrative:
Internal complaint reference case(B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The initial assessment indicated a simultaneous deployment of the implants. However, per information provided, the implants were deployed correctly and secured in the patient. The white depth case was noticed to be falling off when needle was removed from the patient but it was still attached to the device and therefore the procedure was completed as intended with no complications. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during use instruments inside the patient in a meniscus repair, t1 and t2 deployed, they removed the needle, and found white depth limiting casing falls off. The procedure was completed with the same device and no delay or further complications were reported.